Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the describe event or problem for more information regarding the specific circumstances of this event. Please note this pacemaker's battery was designed to estimate remaining longevity based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.

Event description:
It was reported that the magnet rate of this pacemaker dropped to ninety beats per minute and then back to a hundred beats per minute after several months. A request was made to have data from this device analyzed. However, there was no memory data for the reset counters is available. The memory data returned for the device appears to be incomplete and missing key memory locations required to perform an accurate analysis of battery performance. This device has been implanted for approximately 11.2 years and minimum expected longevity is approximately 7 years. Since the device has far exceeded minimum expected longevity calculations, it was concluded that elective replacement time (ert) declaration may occur at any time. Further, boston scientific technical services (ts) consultant discussed results with health care professional and sounds like will opt to continue the 7 week checks. To date, this device remains in service. No adverse patient effects reported.

Event description:
It was reported that the magnet rate of this pacemaker dropped to ninety beats per minute and then back to a hundred beats per minute after several months. A request was made to have data from this device analyzed. However, there was no memory data for the reset counters is available. The memory data returned for the device appears to be incomplete and missing key memory locations required to perform an accurate analysis of battery performance. This device has been implanted for approximately 11.2 years and minimum expected longevity is approximately 7 years. Since the device has far exceeded minimum expected longevity calculations, it was concluded that elective replacement time (ert) declaration may occur at any time. Further, boston scientific technical services (ts) consultant discussed results with health care professional and sounds like will opt to continue the 7 week checks. To date, this device remains in service. No adverse patient effects reported. Additional information received indicates that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the describe event or problem for more information regarding the specific circumstances of this event. Please note this pacemaker's battery was designed to estimate remaining longevity based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the magnet rate of this pacemaker dropped to ninety beats per minute and then back to a hundred beats per minute after several months. A request was made to have data from this device analyzed. However, there was no memory data for the reset counters is available. The memory data returned for the device appears to be incomplete and missing key memory locations required to perform an accurate analysis of battery performance. This device has been implanted for approximately 11.2 years and minimum expected longevity is approximately 7 years. Since the device has far exceeded minimum expected longevity calculations, it was concluded that elective replacement time (ert) declaration may occur at any time. Further, boston scientific technical services (ts) consultant discussed results with health care professional and sounds like will opt to continue the 7 week checks. To date, this device remains in service. No adverse patient effects reported. Additional information received indicates that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the describe event or problem for more information regarding the specific circumstances of this event. Please note this pacemaker's battery was designed to estimate remaining longevity based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.